Manufacturer narrative:
Date of birth - unk. Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.50/+2.0/076 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting, lens dislocation/subluxation and rotation. The patient experienced significant reduction of irido-corneal angles, glare/halos and blurred vision. The lens was repositioned and the incision was enlarged. The lens was exchanged for a longer lens but that lens also tilted and subluxed - see MFR report # 2023826-2016-00376. The patient's post-op best-corrected visual acuity was 20/80 and the patient experienced blur/halos and diplopia.

Manufacturer narrative:
(B)(4). Device evaluation: the lens was returned dry in the case/vial; surgical residue was cleared; visual inspection found haptic scratched; dimensional inspection found the lens is within specifications. (B)(4).